Event description:
Reportedly, the programmer turns off suddenly, the software and the user interface suddenly freeze and no action is possible. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer turns off suddenly, the software and the user interface suddenly freeze and no action is possible. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.